Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) patient had higher than normal amplitude p-waves and noise seen on both the shock and rate/sense channel of this transvenous right ventricular (rv) lead. The noise was not being sensed by the device. The boston scientific crm technical services department suggested that the physician may want to perform a revision procedure to investigate the issue. Oversensing was later reported.

Manufacturer narrative:
According to the available information, this ICD and rv lead remain implanted and in service. No adverse patient effects have been reported in association with these observations. A request has been made to the field for additional information in which it was reported that this issue will continued to be monitored.